Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: we did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range, pacing capture threshold in the rv (right ventricle) was elevated and oversensing due to non-physiologic signals/sic (sensing integrity counter). The full lead was returned and analyzed. Analysis revealed that the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. (B)(4).

Event description:
It was reported that the right ventricular lead had a threshold alert for increased thresholds. The lead also had low pacing impedance and numerous short ventricle to ventricle intervals. The electrogram also showed ventricular tachycardia (vt) episodes that were actually electromagnetic interference per the electrogram. The lead was explanted and replaced. When the lead was removed, a fracture was observed on the lead. No patient complications have been reported as a result of this event.